Manufacturer narrative:
No alarm during testing. Unit had cracked and bleeding lcd glass. Also unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he fell while wearing the insulin pump, and the display became damaged. Customer reported that the screen was cracked, had blue streaks across it, and could no longer be read. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.